Event description:
It was reported that a home patient (hp) had received a system error 2240 alarm (air in the line), which occurred on the homechoice (hc) during the initial drain. The caregiver (cg) stated that there was an open clamp on a supply line in the organizer that was not connected to a solution bag. The technical service representative (tsr) assisted the cg to end therapy and informed them that they would need to start over with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore a batch review could not be performed. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide instructs the user that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.